Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to communicate with the communicator. Technical services (ts) determined that home environment was unlikely the cause, and recommended the patient follow up with their clinic to verify radio frequency (rf) settings. This crt-p remains in service. No adverse patient effects were reported.